Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the cardiac resynchronization therapy defibrillator exhibited non-sustained right ventricular oversensing. The device was reprogrammed and the issue was resolved. The issue of oversensing was resolved. The patient was stable and had no further issues or complaints.